Event description:
It was reported that when using the bd pyxis¿ medstation¿ es both new and existing patients were not linking with the pyxis system. Health site indicated that the station entered critical override mode and was not communicating, with remote smart service shown offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and not communicating. A field service engineer troubleshot the issue with the station not communicating and tested the port but was unable to establish a connection, identified a damaged cable and replaced it, restoring communication, also replaced the bolt to the cradle and tested the scanner, verified that all components were functioning correctly. The system functioned as intended after the field service engineer repaired the device.